Event description:
Adverse event: "15 minute delay" (no code available). Product problem: "system shutdown" (power, loss of). The facility reported that the system shut down during a case. The staff was able to restart the system and complete the case.

Manufacturer narrative:
The company field service engineer examined the system and confirmed a system message in the event log and replaced the supervisor pcb. The system was then tested and met all product specifications. The entire system has now been returned for analysis. Investigation included root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).